Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated calcium and potassium results generated on the alinity c processing module. The results were not reported out of the lab. The following data was provided: sid (B)(6). Calcium 18.0 mg/dl, re-run on 2nd alinity c in same lab showed 9.7 mg/dl. Sid (B)(6). Initial potassium 8.4 mmol/l, re-run on 2nd alinity c in same lab showed 3.8 mmol/l, no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the r1 alinity c-series reagent probe was bent. The fsr replaced the part, and the issue was resolved. No additional result issues have been reported since the part was replaced. Return testing was not completed as returns were not available. The instrument service history review for ac02329 revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the alinity c-series reagent probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial ac02329 or the alinity c-series reagent probe were identified.

Event description:
The customer observed falsely elevated calcium and potassium results generated on the alinity c processing module. The results were not reported out of the lab. The following data was provided: sid (B)(6). Calcium 18.0 mg/dl, re-run on 2nd alinity c in same lab showed 9.7 mg/dl. Sid (B)(6). Initial potassium 8.4 mmol/l, re-run on 2nd alinity c in same lab showed 3.8 mmol/l, no impact to patient management was reported.